Manufacturer narrative:
Continuation of d10: product ID: 37642, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not get their patient programmer (pp) to turn on; they changed the batteries, but the screen was dark and blank. Pss worked with the patient to remove the batteries and inspect the battery compartment, and the patient said it looked fine. They put in a new, fresh set of batteries, the screen lit up, and they tried to sync with and without the antenna but reported seeing a poor communication screen. Asked if they had had any return of symptoms, the patient said therapy was still working, but they were due for a replacement sometime next year or the following year. Sometimes, they get some breakthroughs, but shaking occasionally. The issue was not resolved through troubleshooting. Pss sent a replacement request for the patient programmer (pp) and reviewed that they should let their doctor know if the replacement did not resolve the issue. Other medical information was provided during the call. They said they were wearing a heart monitor. The cardiologist did not tell them to turn therapy off, but they tried to turn it off today, and they discovered the issue with the remote.